Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, paint was peeling and corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Previous b5 describe event and problem: on 29th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, paint was peeling and corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 29th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was peeling and the corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 catalog # ard568422710c. Corrected d4 catalog # ard568350931. The initial reporter is getinge technician. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was peeling and the corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurring on the surface and paint peeling from the device, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of rust occurrence and paint peeling is moderate. As stated by subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (powerled IFU 01581 en 09 pages 35-38), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device (technical manual for powerled 01582 en 08, page 254). To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages (powerled IFU 01581 en 09 pages 20-22). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 29th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was peeling and the corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.